Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included resetting the antenna system and installing more antennas at the facility.